Event description:
It was reported that at this patient's three month follow-up appointment, high pacing thresholds were observed on the right ventricular (rv) lead. Reprogramming was performed and the patient continued to be monitored. After a few weeks, the patient began not feeling well and thresholds were observed to have gotten worse. More reprogramming was performed, but the patient's symptoms continued. The patient was evaluated further and at that point, intermittent loss of capture was then observed. A revision procedure was then scheduled. During the revision, the helix would not retract. Fluoroscopy showed that there was no torque seen after a segment on the lead. Testing with a pacing system analyzer (psa) was performed and showed normal impedances, but higher thresholds still. The rv lead remains in service, but an extraction procedure is expected yet has not been scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a partially extended position. Visual inspection found the lead body was deformed, there was a surface cut near what appeared to be the suture sleeve tie down location, the medical adhesive was separated at the proximal end of the proximal spring electrode and the proximal spring was stretched, and there was dried blood/body fluid in the lead's rate-sense lumen and helix housing unit. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. However, the lead did not pass helix mechanism testing likely because of the dried blood/body fluid in the lumen. Laboratory analysis was unable to confirm the electrical observations in the field as the lead passed all electrical testing. However, the helix mechanism difficulty was confirmed to likely be due to the dried blood/body fluid which appeared to have entered the lead through the terminal pin opening by way of the stylet.

Event description:
This supplemental report is being filed as the lead was now extracted and returned for analysis.